Manufacturer narrative:
During the onsite inspection, the medtronic representative reported that the navigation system successfully received an image. It was found that the site had the ior feature enabled and were not selecting the navigation system under the navigation connection the imaging system. The system's logs were sent to the manufacturer for analysis. A software investigation was conducted to analyze the system logs where it was determined that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Event description:
A site representative reported that the imaging system would not connect to the navigation system. The site discontinued use of the navigation system and used an alternative imaging system. There was no patient impact reported and the delay in surgery was less than an hour. Surgery proceeded as planned.